Manufacturer narrative:
(B)(4). No medwatch form was received from the user facility; therefore, info on the medwatch form 3500a was completed by medtronic with info received from the healthcare professional. "Any missing or incomplete data on form 3500a are the result of info not being provided by the reporter. Despite attempts to obtain such info from the reporter, medtronic is unable to complete form 3500a."

Event description:
It was reported that the patient had always "leaked" while using the ins; however, the patient had noticed a change in symptoms after being reprogrammed "not too long ago." The patient was told, at that time, to leave the stimulation settings in place. The patient did not feel the stimulation. The patient, recently, went through a camera scanner (not the gates) at the airport and felt a resulting "pulsing." This feeling was not painful, per the patient. No further details, patient symptoms or outcome were provided. It was further reported that the patient was not able to adjust the stimulation. The status lights were assessed on the patient programmer and all of the lights on the left side were on (ins on, battery ok, 9v battery ok). Additional info was requested but not available at the time of this report. A follow-up report will be filed if additional info becomes available.